Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to head dissociation and suspected elevated ion levels. Intra-operatively, the following were noted: black fluid and tissue, excessive trunnion wear, and inner liner damage due to the trunnion articulating against the liner.

Manufacturer narrative:
Reported event: an event regarding disassociation and abnormal ion level involving an unknown metal head was reported. The event of disassociation was confirmed via clinician review of the provided medical records. Abnormal ion level was not confirmed. Method & results: -device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: this reports the failure of a hip arthroplasty due to trunnionosis and head disassociation with typical associated local findings. As noted above, causes are multifactorial including surgical technique, patient factors and implant factors. I can confirm that the event took place since I was able to review the x-rays showing the severe damage to the trunnion with disassociation. I cannot identify with certainty the root cause of the event since causes are multifactorial. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the event of disassociation was confirmed, the event of abnormal ion levels was not confirmed. A review of the provided medical records by a clinical consultant. This reports the failure of a hip arthroplasty due to trunnionosis and head disassociation with typical associated local findings. As noted above, causes are multifactorial including surgical technique, patient factors and implant factors. I can confirm that the event took place since I was able to review the x-rays showing the severe damage to the trunnion with disassociation. I cannot identify with certainty the root cause of the event since causes are multifactorial. Further information such as pathology reports are required to complete the investigation for determining a root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to head dissociation and suspected elevated ion levels. Intra-operatively, the following were noted: black fluid and tissue, excessive trunnion wear, and inner liner damage due to the trunnion articulating against the liner.